Event description:
Pt on ventilator via nasal endotracheal tube. Ventilator alarmed showing increased airway pressure. Pt suctioned several times with closed suction system. There was difficulty passing the suction catheter to clear the airway, which required the et tube to be removed and the pt reintubated. Due to pt's anatomical status, reintubation extremely difficult. Pt experienced bradycardia, cardiac arrest, and subsequent death. It was felt the suction catheter was not long enough to reach past the end of et tube, thus ineffective.